Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that since they used a tens unit on their should they have had quite a bit of fecal incontinence, worse than it was before. Patient said the incontinence is not stopping at all. Patient said they have increased stimulation a lot and there has not been any improvement in their symptoms. Reviewed how to change programs. Patient was able to change programs and increase stim to a comfortable level.